Event description:
A customer from (B)(6) reported to biomérieux a misidentification of two campylobacter jejuni strains (atcc 33560 lots 111-38-1, 111-40-2) as campylobacter coli in association with the vitek® 2 nh test kit (UDI (B)(4)). The customer tested the strains at 24 and 48 hours immediately after incubation. The results obtained were campylobacter coli (94%, 96%, 99%) and low discrimination. The conforming quality control ID was eikenella corrodens. There was no patient involvement as the customer was performing a control test for campylobacter strains. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report a misidentification of campylobacter jejuni ssp jejuni atcc® 33560¿ as campylobacter coli in association with the vitek® 2 neisseria-haemophilus (nh) identification (ID) test kit. Investigational testing was performed using two atcc® 33560¿ strains (s1 and s2) submitted by the customer, as well as the internal biomérieux atcc® 33560¿ strain (s3). It should be noted that this atcc® strain is not a qc strain intended for the nh ID card. Investigational testing included: vitek® ms: obtained identification to campylobacter jejuni for all three atcc® strains. Vitek® 2 nh ID (customer lot 2450204203): s1 - low discrimination between c. Coli and c. Jejuni ssp jejuni. S2 - low discrimination between c. Coli and c. Jejuni ssp jejuni. S3 - very good identification to campylobacter coli. Vitek® 2 nh ID (random lot 245398920): s1 - excellent identification to campylobacter coli. S2 - low discrimination between c. Coli, c. Jejuni ssp jejuni and c. Fetus ssp fetus. S3 - excellent identification to campylobacter coli. The investigation reproduced the customer results 50% of the time. The investigation concluded campylobacter jejuni ssp jejuni atcc® 33560¿ is an atypical strain for testing via the vitek® 2 nh ID card. As previously noted, this atcc® strain is not a qc strain intended for the nh ID card.